Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a colonic stent placement procedure. According to the complainant, the patient had an anastomotic stricture and a fistula within the sigmoid colon. The anastomotic stricture was the result of a previous colon resection and the fistula was associated with a malignancy. Approximately (B)(6) prior to (B)(6) 2011, the stent was successfully implanted to treat the stricture and seal the fistula. The physician intended to leave the stent implanted for approximately (B)(6) before a second surgical colon resection during which the stent would be removed as part of the resection. The physician decided to place an esophageal stent as he determined the full covering would better seal the fistula. On (B)(6) 2011, the patient returned to the hospital complaining that she was unable to pass stool. The physician performed a colonoscopy and was unable to locate the stent. The physician determined that the stent must have migrated and the patient passed the stent. Due to this, the stricture had restenosed causing the bowel obstruction. During the procedure on (B)(6) 2011, a second wallflex fully covered esophageal stent (the subject of MFR. Report # 3005099803-2011-02336) was implanted successfully without complications. Later the same day, the patient complained of pain. The physician determined that the stent had migrated into the fistula. The physician used rat-tooth forceps to remove the stent from the patient. There were no patient complications due to this event and the patient condition following the stent removal was reported to be stable. On (B)(6) 2011, the physician performed the colon surgery. The physician reported that the patient was "doing well" following the procedure. Note: from the information available, this device was not used per the directions for use (dfu) / product label. According to the complainant, the device was used within the colon. However, the dfu state that the device is "intended for maintaining esophageal luminal patency in esophagealstrictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas."

Manufacturer narrative:
Although the exact patient age is unknown, the patient age was estimated to (B)(6). Although the exact stent implantation date is unknown, the date was estimated to be (B)(6) prior to (B)(6) 2011. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.